Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/12/2020. H.6. Investigation:bd received customer samples, however testing was completed on retention samples of the same lot since the samples were not received by the clinical testing site. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin was observed. Bd was unable to duplicate or confirm the customer¿s indicated failure, clot (fibrin)/poor sample quality, because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin/poor sample quality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation with a bd vacutainer® cat plus blood collection tubes clotting occurred. This occurred on 270 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: they got tubes that cause clots in the serum. Elaine explained that after centrifugation there was still serum in the liquid. Due to this problem they're unable to use the probe. They increase the speed of the centrifuge. Elaine said this did not resolve the problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® cat plus blood collection tubes clotting occurred. This occurred on 270 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: they got tubes that cause clots in the serum. Elaine explained that after centrifugation there was still serum in the liquid. Due to this problem they're unable to use the probe. They increase the speed of the centrifuge. Elaine said this did not resolve the problem.